Event description:
It was reported when the device was used during a low anterior resection, there were no staples found after it was fired. The case was completed using sutures. The o.r. Time was extended by an hour. There was no other reported patient consequence.